Event description:
A tandem mobi cartridge alarm was reported during the cartridge loading process by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and guided the customer through steps to attempt resolution, but the issue persisted. As a result, technical support arranged for a replacement pump and cartridge to be sent to the customer. The customer was instructed on how to store the current pump and return it using a pre-paid shipping label. Technical support confirmed that the customer would use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.